Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported patient outcome and heartmate 3 lvas could not be conclusively established through this evaluation. A specific cause for the reported event could not be conclusively determined. Per the center, the patient expired at an outside hospital. The vad coordinator was informed by the patient¿s relatives. No pump-related issues were submitted. No alarms were reported for this event. No autopsy was performed. Heartmate 3 lvas was not explanted for evaluation the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired due to an unknown cause. No autopsy was performed and the device was not explanted. The device will not be returned for evaluation.